Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery, possible under delivery, frequent calibration issue, a calibration not accepted alert and transmitter and sensor not lasting 7 days. The customer also experienced hypoglycemia. The event involved product(s) mmt-332a, mmt-1884l, unomedical, mmt-7841zn, mmt-7040a. Troubleshooting was partially performed for the calibration not accepted alert and was declined further. Troubleshooting was not performed for under delivery, over delivery and transmitter and sensor not lasting 7 days. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Event description:
Updated summary: customer reported having a calibration not accepted alert, getting frequent calibration, the transmitter and sensor not lasting 7 days, pump not giving insulin and would not turn off fast enough when low, and insulin to carbohydrate ratio is not working. Customer also said he gave himself ghost carbohydrates when not eating. No treatment was mentioned for the low. Pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.